Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a lesion. The 10mm x 2.5mm wolverine coronary cutting balloon ruptured while in use at an unknown pressure. The procedure was successfully completed with a different device without issue or patient injury.

Manufacturer narrative:
Device returned to manufacturer: the wolverine was returned and analysis was completed. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm proximal of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no kinks or issues with the shaft or hypotube of the device.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a lesion. The 10mm x 2.5mm wolverine coronary cutting balloon ruptured while in use at an unknown pressure. The procedure was successfully completed with a different device without issue or patient injury.